Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the first firing was ok. After the second firing, there was bleeding along the staple line. No blood transfusion was needed at the time of event. It was noted there was a whole row of staples missing and there were open goal post shaped staples. This occurred along the entire length of the second firing. The bleeding was controlled by oversewing and the use of cautery. Half buttressing material was used on only one side of the device (anvil side). The patient was female and the bmi was unknown. The same device was used with new cartridges to complete the procedure. Two black cartridges and one green cartridge were used after this firing. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the cartridge was a gst cartridge. The rep saw two goal post staples hanging in the tissue from the innermost row closest to the cut line on the stomach side of the firing. She asked that the cartridge and gun be saved for analysis. Unfortunately, the staff threw away the cartridges and we only have the gun. The rep noted the 2nd and 3rd rows appeared to be formed. It was noted covidien buttressing material was used. There was a small amount of buttressing in the crotch of the stapler. The surgeon used pulsing and paused in between. The device was pulsed twice. After firing, the buttressing material did not appear to be bunched and looked fine. The surgeon waited the full 15 seconds prior to firing.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed o incomplete staple line were noted during functional testing. The device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.